Event description:
Pt on mso4 50mg/ml with doses of: 60mg/hr continuous with 10mg every 30 minutes (2/hr). On 8/16/96-pump went into pause mode, unknown reason. A facility employee went to home and retrained pt on procedure on restarting pump. Pump restarted without problems. On 8/21/96, facility called that the pump was alarming, pump was in pause mode, unknown reason. Pump was exchanged. New pump placed on pt. A power surge device was placed on pump changing device.